Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was not able to get insulin drops when pressing the act button over and over to fill the tubing on the insulin pump. Customer stated that he smelled insulin and he could not get a response for a few times before it started working again. Customer's blood glucose was 500 mg/dl. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer also mentioned that after his fiance died, he could not get his blood glucose down. Customer stated that he was in critical condition for 2 days. Customer stated that it caused him to go into diabetic ketoacidosis. Customer went to the emergency room and was hospitalized on (B)(6) 2016 with a blood glucose level of 750 mg/dl due to stress from his fiance's death. Customer was wearing the pump at the time of the hospitalization. Customer was bolusing a lot and his blood glucose only came down 50 points.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump functioned properly. All buttons functioned properly. No damage on the keypad traces were noted during visual inspection. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted.